Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿ transcatheter closure of patent ductus arteriosus in preterm infants: results from a single-center cohort.

Event description:
The article, "transcatheter closure of patent ductus arteriosus in preterm infants: results from a single-center cohort", was reviewed. The article presented a case study of a 24-day-old, 1025g infant with a patent ductus arteriosus. It was reported that on an unknown date, an unknown amplatzer piccolo occluder was implanted. 24 hours post-procedure, the patient presented with a macroscopic hematuria and acute renal failure. It was decided to increase maximal creatinine up to 0.331 mmol/l. Inferior vena cava (ivc) thrombosis associated with bilateral renal vein thrombosis was diagnosed by doppler ultrasound. A decision was made to administer heparin treatment for 3 months and the patient's renal function was normalized despite a left renal atrophy. The study concluded that transcatheter closure of a pda is a valid alternative to surgical ligation due to its high success rate and low incidence of post-ligature syndrome. Nevertheless, they also report rare, although serious complications. [The primary and corresponding author was (B)(6).

Manufacturer narrative:
As reported in a research article, transcatheter closure of patent ductus arteriosus in preterm infants: results from a single-center cohort. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.